Event description:
It was reported that the stent fractured. A 7x120mm, 130 cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure. The 80% stenosed target lesion was severely calcified and located within the moderately tortuous right iliac artery. The lesion was pre-dilated. During the procedure, the stent was deployed, but after implantation in the intended location, it was observed that the stent fractured in the middle. The stent surface was not smooth. No intervention was performed to address the fractured stent. The patient was under observation for recovery. No patient complications were reported, and the patient was in stable condition following the procedure.